Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported type ia endoleak, later reported as more likely a type ii endoleak, could not be determined from the limited film provided. The anatomy at implant is unknown, CT¿s were not available for a complete assessment of the patient¿s anatomy, and additional images at implant showing the endoleak event were not available. A single short (12 second) video of an angiogram during implant was returned. The image revealed that an endurant bifurcate was seen having been implanted ~25mm below the left renal artery, and two (2) endurant aortic cuffs were each positioned ~2cm above the bifurcate to just below the level of the renal arteries. It is unclear if the bifurcate was intentionally implanted well below the renals. The stent graft od near the proximal margin of the bifurcate measured ~28mm, and near the proximal margin of the 2 overlapping cuffs was ~23mm in diameter. Although the bifurcate aortic body and both cuffs were essentially straight, both iliac limbs were severely angulated at the flow divider ~70 deg to the right side relative to the limb gate ring, and there was also ~50 deg of suprarenal neck angulation. No angiogram immediately after implant of the bifurcate was returned. After implanting the 2 aortic cuffs, the returned film during injection showed no clear contrast outside the stent grafts and no stent graft issue. However, contrast was seen filling a background vessel, and a possible type ii retrograde endoleak could not be ruled out. It is possible that there was an anatomy related type ii endoleak. Possible cause(s) of the potential proximal type I endoleak include implanting too low below the renal arteries, bifurcate undersizing, and implanting within a severely angulated proximal neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 2 months post the index procedure where a CT scan revealed a type ia endoleak. An intervention procedure was performed with two additional devices were implanted. It was reported that the type ia endoleak was decreased following the intervention but did not fully resolve. The physician reported the cause of the event is unknown but indicated the possibility of the stent graft being undersized or proximal neck being dilated due to a type ii endoleak. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: device return date: 2018-05-30. If information is provided in the future, a supplemental report will be issued.